Event description:
Patient reports she has multiple cassettes affected by recall. Lot number's: 4315909: two cassettes, 4329617: three cassettes, 4042844: two cassettes (expiration dates not provided). Patient complained of increased shortness of breath in the past few days. She will make a new mix when new cassettes arrive tomorrow morning. Unspecified which lot number patient is currently infusing with. No other information known. Pump return tracking information is not applicable to event. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? No; pt was shipped new cassettes to switch to tomorrow morning. Reported to (B)(6) by pt/caregiver.